Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015; 507652 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead exhibited noise and two non-sustained ventricular tachycardia episodes. No intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had another lead integrity alert (lia) triggered for variable impedance, electrode failure and integrity warning. Follow up was conducted to no avail.